Manufacturer narrative:
(B)(4) d10: 3 screws - unknown parts & lots 2 unknown staples - unknown parts & lots. Device history record (DHR) review was unable to be performed as the part and lot number involved in this event is unknown. Reported event was confirmed by review of radiographs. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a nail broke during patient use with a future procedure planned to remove the device. Attempts have been made and no further information has been provided.